Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer reported blood glucose level was within target range. The customer reloaded the cartridge successfully and received an accurate fill estimate.